Event description:
Halyard health received a report stating the enteral feeding tube ruptured while in use. The stoma partially closed after the device ruptured. The caregiver and the nurse attempted to insert a new enteral feeding device but were unsuccessful. The patient was taken to the emergency department and one physician attempted to reinsert an enteral feeding tube but was unsuccessful. "Another physician tried and eventually was able to place a foley catheter in after several attempts to widen the stoma." No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).